Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 22-june-2024, it was reported that patient faced infusion set leaking event. Leakage was located at tubing. The infusion set was in use for 7 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Pateint country: germany.